Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2000. Aneurysm and vessel morphology are unknown. It was reported that a computerized tomography scan performed in 2002 demonstrated migration of the stent graft. There was no evidence of endoleak, and the aneurysm was reported to be decreasing in diameter. The migration was reported to be due to aneurysm remodeling. A 30 mm proximal free-flow x 30 mm diameter distal closed web x 40 mm total covered length custom talent extender cuff has been ordered and will be impanted to ensure an adequate seal. No clinical sequelae were reported, and the patient is reported to be fine.